Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous vessel. The opticross hd imaging catheter was selected for intravascular ultrasound examination of the target lesion. During insertion for second imaging, the image suddenly went completely black. It was noted that air was not cleared with flushing was performed during preparation. The procedure was completed with another of the same device. There were no patient complications.